Manufacturer narrative:
Unit received has a crack on the battery tube which extends to the top where the battery threads are located. A huge chunk of the battery threads broke off such that it is impossible to power up the unit. As a result unable to perform the displacement test.

Event description:
The customer reported via phone call that their insulin pump was damaged occurred belt clip broke and dropped . The customer¿s blood glucose level was unknown at the time of the incident. Customer states the reservoir does not show signs of damage. Damage was on battery compartment broke missing pieces . The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.